Event description:
The pt had an implantable neurostimulator (ins) and an extension implanted and connected to a lead that had been implant prior to 2000. Following implant, the ins drained very quickly with only a few months left till eos (end of service). Upon interrogation, it was noted that impedances were low(<250 ohms), but the current drain was high. They planned to replace the entire system (lead, extensions, ins) in a couple of months.